Event description:
It was reported that a pt's generator could not be interrogated. The physician tried repeatedly to interrogate the pt's device and was unsuccessful. All connections were checked and appeared to be okay. The physician indicated that he believed the device to be at end of service and referred the pt for generator revision surgery. A battery life calculation was performed using the info available in the in-house database and it was found that the pt's device had over 2 years remaining until eri = yes indicating that the generator is not at end of service. Good faith attempts to obtain additional info from the physician have been unsuccessful to date. The pt's generator was explanted and replaced. The explanted generator is believed to have been discarded and will not be returned for product analysis.